Event description:
Caller reported that a malfunction occurred on the pump, displaying malfunction code malf 1. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, but the malfunction persisted. Consequently, technical support arranged for a replacement pump to be sent to the caller. The caller was instructed to use a backup insulin pump in the interim and return the faulty pump to tandem. Additionally, instructions were given on putting the pump into storage mode and programming the settings into the new pump. The caller understood and acknowledged all instructions and actions to be taken.